Manufacturer narrative:
The device associated with this report was not returned. Review of the provided photographs confirmed the complaint; the tip is worn and damaged. The root cause is attributed to wear out. The date code ag0602 indicates the instrument was manufactured in june of 2002 and is over 14 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon required the straight screwdriver to implant the pinnacle hole eliminator. As the tip of the screwdriver was rounded off it would not work.